Event description:
It was reported that a balloon rupture occurred. The 99% stenosed lesion in a moderately tortuous and moderately calcified iliac artery. A 7.0 mm x 60 mm x 135 cm (4f) sterling balloon catheter was advanced for dialation. During the second inflation at 6 atm for 15 seconds, the balloon ruptured. No other defects were observed in the balloon. The device was removed following the rupture. No resistance was encountered during removal until the catheter was drawn into the sheath. At that point, strong resistance was encountered, making insertion into the sheath difficult. The shaft broke while the device was being forcibly pulled into the sheath. No other defects were observed in the catheter shaft. The shaft separated within the sheath, and the entire device was removed together with the sheath. No fragments remained in the patient. The procedure was completed using a different device. There were no patient complications related to the balloon rupture or shaft breakage. The patient remained stable post-procedure.